Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a reset error and the graphical user interface (gui) display was inoperable while device was in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.